Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The reason for call was to request assistance with adjusting settings. Patient stated for the last 3 days they have been having a lot of discomfort and twinges of discomfort every 15-20 minutes. Patient stated by the time they stand up to go to the bathroom, their bladder was empty (incontinence). Although patient didn't feel like they had a uti, their managing hcp ordered a urine test to see if they had a uti. Patient has a doctor's appointment on monday and, in the mean time, wanted to try a new program. Agent reviewed how to change programs and patient was able to successfully change programs on the call. Patient felt comfortable with the process of adjusting settings, so patient did not have final settings chosen before end of call. When patient finds appropriate settings, they will maintain stimulation level and will continue to track symptoms until follow-up appt on monday.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicated a reportable event.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.